Manufacturer narrative:
The pump was received with a broken belt clip rails. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored, no unexpected battery power loss and charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: (B)(6) 2025 10:30:55.000. (B)(6) 2025 17:04:55.000. Low battery alert was found on: (B)(6) 2025 10:28:00.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer had used a low power battery. No unexpected low battery alert noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on (B)(6) 2025 10:28:00 after more than 7 days at 13.06 days. Battery cycle 2 received the lowbatteryalert (104) on (B)(6) 2025 06:52:00 after more than 7 days at 46.57 days. Battery cycle 3 received the lowbatteryalert (104) on (B)(6) 2025 16:47:00 after more than 7 days at 48.37 days. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days or charge/battery lasts less than expected per the pump history records. In further review of the formatted history file, there were no other unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 17-nov-2025. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay, a cracked case and a scratched case. Cosmetic damage was confirmed at the belt clip rails of the pump during analysis. The pump passed all the required testing. Customer alleged for unexpected battery power loss and charge/battery lasts less than expected were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a short battery life of the insulin pump and received a replace battery now alarm with a prior low battery alert. The customer also reported a crack on the belt clip rail that affected the insulin pump's functionality. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the cosmetic damage and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was performed for the replace battery now alarm and the new battery resolve the issue. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.